Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that a balloon burst occurred. An offroad¿ re-entry device was selected for a superficial femoral artery recanalisation procedure. During procedure, when inflating the balloon at the re-entry site, the balloon burst. The procedure was completed with a non-bsc device with no patient complications. The patient's status post-procedure was stable.